Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that two days after a stereotactic core biopsy of the left breast had been performed and a tissue marker was implanted, the pt experienced breast swelling, pain, and redness that spread into the upper arm and down the side. A small amount of blood was also noted to be draining from the biopsy site, and the pt felt achy and not well. The pt was placed on oral antibiotics. Aerobic and anaerobic cultures were taken and the results were negative. One week later, there was no relief of the pt's symptoms and the pt presented to the ER, and IV antibiotics were administered. Aspiration of blood from the breast was performed by the breast surgeon some time later. Two months after the initial biopsy and subsequent treatments, the pt reported that the breast remains tender. Current pt status is unk.